Event description:
The end user called stating that the brakes on her chair are falling apart. Also, she states the wheels have "hairs" sticking out all over it. No report of ill effect or injury.

Manufacturer narrative:
(B)(4) model trsx58fbf, serial number/date (B)(4) is approximately 3 years 10 months old. The owner's manual part number 1110550, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The initial reporter was called for additional information and in speaking with her she the brakes were just serviced however are now not holding. The end use's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.